Event description:
A power source alert was reported by the customer, indicating an issue with charging the pump. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by ensuring the wall adapter and charging cable were correctly used, which led to the pump beginning to charge without requiring further assistance.